Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2019. The patient alleged that she obtained an inaccurate high blood glucose result of ¿272 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using a combination of medication, including humalog insulin (self-adjuster) and tresiba 72 units at night. The patient reported that at the time of the ¿272 mg/dl¿ she felt ¿low¿, and in response to this she withheld her normal dose of humalog insulin. The patient alleged that after obtaining the inaccurate high result (time unknown), she had developed symptoms of ¿feeling lethargic¿, which she confirmed she did not require any treatment for. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. The csr walked the reporter through a retest and the control solution test was in range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.